Manufacturer narrative:
See also manufacturer¿s report #3004209178-2019-09245 for the patient¿s other device issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that, the other day ((B)(6) 2019), the patient the stimulator shocked them on the left side of their vagina. When the patient bent over, it felt like ¿someone is coming by and flicking her with a towel since "a long time¿. The patient increased the stimulation the other day and this resolved some of the sensation. It was noted that the patient did report they had a fall in (B)(6) 2018 where they landed on their butt and head and broke their wrist that could be related to the issue. Using the programmer, it was determined that the therapy was on. Decreasing the stimulation resolved the shocking. The patient also mentioned that they had to get shots for their sciatica and they were not sure if the pain was caused by that or was from the stimulator. The patient was redirected to their healthcare professional (hcp) to have the device checked. They mentioned that they currently did not have a managing hcp so they were sent physician listings. There were no further complications reported or anticipated.